Manufacturer narrative:
The complained of results indicated an issue with signal generation. Based on the information available the cause could not be identified. Most likely the cause is an issue with insufficient procell. The potential cause could include a pinch valve issue, loose procell aspiration filter, or measuring cell issue. The field service representative (fsr) checked the analyzer and performed preventative maintenance which included replacing the measuring cell. There have been no further issues since the fsr visit.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable elecsys estradiol ii assay, elecsys progesterone assay, elecsys lh assay, elecsys fsh assay, and elecsys hcg test system results on the roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). At approximately 02:00 the quality control was acceptable after maintenance was performed. At approximately 10:00 the customer received the questionable results. The quality control at approximately 11:45 was not acceptable. At approximately 14:00 the quality control was acceptable. The customer provided data with the questionable results for 7 patient samples. Of the data provided, there were erroneous estradiol results for 2 patient samples and erroneous hcg results for 3 patient samples. Please see the attachment to this medwatch for relevant erroneous patient data. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The estradiol and hcg reagent lot number and expiration date was requested but not provided. System errors with the sippers due to insufficient procell were observed. There were errors for potential carryover. The customer replaced the pinch valve tubing and reagents. The performance testing failed during the field service engineer visit.